Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 180 mg/dl, 140 mg/dl and 54 mg/dl, when all tests were performed within 10 minutes on the aviva system. Reporter stated he self-treated with either glucose tablets or a chocolate bar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.